Event description:
Sometime during 2005, plaintiff purchased the solution and as a result of plaintiff's use, she allegedly contracted fusarium keratitis. No medical documentation has been received.

Manufacturer narrative:
No product was returned for evaluation, no lot number information was provided and no medical documentation has been received. Based on the limited information, no casual factors can be determined and no conclusion can be drawn.